Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and broken. A microscopic analysis was performed which identify, sharp broken in the posterior edge. And with a non-penetrating nick assessed, as surgical impact . A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the posterior with no penetrating nick, due to surgical impact broken.

Event description:
Healthcare professional reported, "rupture" against right device. The device has been explanted and replaced.